Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with toric (elastic).(B)(4).

Event description:
The surgeon inserted a aa4203tf silicone single piece lens and a haptic tore upon insertion. The lens was removed without enlarging the incision and there was no patient injury. The reporter stated the incident was likely due to a loading error.